Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the information provided and instrument evaluation, the fse replaced parts and verified system is operational. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur xp troponin ultra result was obtained for a patient sample. Repeat testing was performed and the results were negative. Testing was performed on the other advia centaur instrument and the result was negative. The negative result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.